Event description:
It was reported that it was impossible to inflate the balloon of the delivery system. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event has been estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.